Manufacturer narrative:
(B)(4).the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.(B)(4)

Event description:
The hospital reported that they noticed their bom 7mm extended length endoscope was cloudy. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2016 02:20 pm (gmt-4:00) added by (B)(6) ((B)(4)): this is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. On (B)(6) 2016 02:19 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device was returned to the factory for evaluation. Signs of clinical use were observed. There were no defects observed in the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A cloudy image was obtained. The lens was cleaned and the image quality inspection repeated. The image remained cloudy which suggests the issue with the lens is on the inside of the endoscope. Based on the results of the evaluation, the reported complaint for "image resolution poor" was confirmed. (B)(4).

Event description:
The hospital reported that they noticed their bom 7mm extended length endoscope was cloudy. The hospital did not report any patient effects.